Event description:
It was reported that "the surgeon was trying to back out a hybrid screw and the inner shaft broke. The tip broke off, which was removed from patient. The head of the shaft also broke."

Manufacturer narrative:
Na